Event description:
It was reported the right atrial (ra) lead exhibited oversensing, low pacing impedance and no capture at high thresholds. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5092-58 lead, (B)(6) 1998. (B)(4).

Manufacturer narrative:
Product event summary: analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected lower range and there was oversensing.